Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose of 54 mg/dl and the insulin pump did not suspend on time. Customer stated that the sensor was reading 89 mg/dl and the threshold suspend is set up at 80 mg/dl. Customer treated with juice. She reported her blood glucose was high at 444 mg/dl at the time of the call because she had a steroid and she was treating with the insulin pump. No troubleshooting was performed. The insulin pump would not be replaced or returned for analysis.